Event description:
It was reported that during a thyroid procedure, the surgeon had a difficult time sealing the small vessels with the device. The case was completed using a combination of the device and suture. There was no pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.